Event description:
It was reported that prior to a change out procedure for normal battery depletion, review of the system with boston scientific technical services (ts) noted intermittent low out of range pacing impedance measurements of less then 200 ohms for the left ventricular (lv) lead going back for five months. There were also high lv threshold measurements. Reprogramming occurred and the impedance increased to around the mid 400 ohm range and the threshold became within normal limits. During the change out procedure the lv lead remained in service and the cardiac resynchronization therapy defibrillator (crt-d) was explanted as planned. No adverse patient effects were reported.